Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent audio output occurred. The patient was resting at home in the evening. She was unsure what the continuous glucose monitor (cgm) was showing prior to the event but indicated that when she reviewed the trend chart it was showing that her glucose level was low for a couple of hours. She did not recall receiving an alert for the low. Her husband found her unconscious and called 911. Paramedics arrived, they checked her blood glucose, and then they administered intravenous (IV) therapy and gave her glucose. She was not aware of the blood glucose (bg) value at the time of the event. Paramedics checked the bg again prior to departing (value not provided). The patient was not hospitalized and was fine at the time of the report. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional event or patient information is available.